Manufacturer narrative:
One 6 fr angio-seal vip device was returned for evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned with the device. Visual inspection revealed that there the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the forward lock position. The anchor was fully exited and hung at the end of the sheath. However, it was also noted that a small portion of the dried bloodlike collagen was exposed outside of the sheath. No other visual anomalies were noted. Functional testing was conducted. The deployment sleeve was moved into the rear lock position and the anchor posted to the sheath as intended. The digital force was applied to the anchor and the suture unspooled as intended with collagen but the tamper tube did not release from the sheath. It is likely that accumulation of dried blood like substances obstructed free movement of the tamper tube. No other functional anomalies were noted with the device. The device was then dissected to discover the cause of obstruction. The carrier tube was cut and the presence of the tamper tube was confirmed. There were no anomalies were noted with the tamper tube. No other anomalies were noted. Dimensional testing was conducted. The outer diameter of the tamper tube was 0.059''. The inner diameter of the tamper tube was 0.024''. All measurements were found to be within the manufacturer specifications defined at the time of manufacturing. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not placed in the full rear lock position may have contributed to the event. The exact cause of the event cannot be determined but similar failure may occur due to french size being >6fr or excessive pulling force during withdrawal. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the deployment of the angio-seal was unsuccessful. The doctor stated he believed it was an unknown issue with the foot.